Manufacturer narrative:
Concomitant medical product: (B)(4), lot number w8e09b1, exp aug 19, naci 0.9%, therapy date: unk. The customer¿s report that the tubing broke just below the drip chamber was confirmed. The set was visually inspected and a separation was found at the engagement between the tubing and drip chamber. Examination under magnification showed insufficient solvent at the end of the tubing. Functional testing was deemed unnecessary due to the set's separation. The tubing¿s outside diameter was measured and found to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.

Event description:
The customer reported the tubing broke just below the drip chamber. The nurse was either priming the new tubing with normal saline or changing the primary bag after several days of the infusion at the time of the event. There was no report of patient harm.

Event description:
The customer reported the tubing broke just below the drip chamber. The nurse was either priming the new tubing with normal saline or changing the primary bag after several days of the infusion at the time of the event. There was no report of patient harm..